Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 failed and device was not detected on bus. The customer was able to recover the drawer; however, the issue reoccurred, and the drawer failed again. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was failed intermittently with an error and not showed on diagnostics. A field service engineer replaced the drawer controller and re-ziptied pyxibus cable since it was running tight over sharp drawer edges and tested functionality. The system functioned as intended after the field service engineer repaired the device.